Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 41-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included weight normal, uterine prolapse, adenomyosis, gastroesophageal reflux disease and cystorectocele. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss / weight gain"). On (B)(6) 2009, the patient experienced hyperthyroidism ("hormone changes-thyroid over active"), 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), psychological trauma ("psych injury") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). The patient was treated with surgery (vaginal hysterectomy with bilateral salpingooophorectomy). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, fatigue, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, alopecia, hyperthyroidism, weight decreased, abdominal pain upper, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Current weight: 126 lbs. Two coils were visible after the procedure. The left side was similarly approached and the essure coil was placed in the fallopian tube with 5 coils visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Lot number: 627301, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2020: mr received : removal details added, reporter and medical history. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 41-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included weight normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss / weight gain"). On (B)(6) 2009, the patient experienced hyperthyroidism ("hormone changes-thyroid over active"), 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), psychological trauma ("psych injury") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, fatigue, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, alopecia, hyperthyroidism, weight decreased, abdominal pain upper, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Current weight: 126 lbs. Two coils were visible after the procedure. The left side was similarly approached and the essure coil was placed in the fallopian tube with 5 coils visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Lot number: 627301, manufacturing date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a 41-year-old female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included weight normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss / weight gain"). On (B)(6) 2009, the patient experienced hyperthyroidism ("hormone changes-thyroid over active"), 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), psychological trauma ("psych injury") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, fatigue, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, alopecia, hyperthyroidism, weight decreased, abdominal pain upper, allergy to metals and weight increased outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, pelvic pain, psychological trauma, uterine perforation, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Current weight: 126 lbs. Two coils were visible after the procedure. The left side was similarly approached and the essure coil was placed in the fallopian tube with 5 coils visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2020: pfs received : new event added weight gain. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus)') in a (B)(6) female patient who had essure (batch no. 627301) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's concurrent conditions included weight normal. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced uterine perforation (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain upper ("stomach pain") and was found to have weight decreased ("weight loss"). On (B)(6) 2009, the patient experienced hyperthyroidism ("hormone changes-thyroid over active"), 3 months after insertion of essure. On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain: pelvic"), abdominal pain ("pain: abdominal"), psychological trauma ("psych injury") and allergy to metals ("nickel allergy"). Essure treatment was not changed. At the time of the report, the uterine perforation, dyspareunia, vaginal discharge, fatigue, pelvic pain, abdominal pain, psychological trauma, dysmenorrhoea, alopecia, hyperthyroidism, weight decreased, abdominal pain upper and allergy to metals outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, hyperthyroidism, pelvic pain, psychological trauma, uterine perforation, vaginal discharge and weight decreased to be related to essure. The reporter commented: if no removal planned, select reason(s): unable to afford surgery. Current weight: (B)(6) lbs. Two coils were visible after the procedure. The left side was similarly approached and the essure coil was placed in the fallopian tube with 5 coils visible after the procedure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received. Case becomes an incident. Lot number was added. New events added: perforation (uterus), dysmenorrhea, hair loss, hormone changes-thyroid over active, nickel allergy, weight loss, stomach pain. Concomitant condition, reporters was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.